Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and required a 10.0 suture to close the wound. The cause of the lens tear was unknown. The injector model that was used was a msi-tm and the cartridge model that was used was a st-45s. The facility was unable to provide the injector and cartridge lot numbers.